Manufacturer narrative:
Please note updates to section e1 regarding the facility. After the 5f mynxgrip vascular closure device (vcd) was inserted into the unknown sheath and pulled back, the sealant came out as a whole. There was no reported patient injury. The mynxgrip was used after a transfemoral catheter angiography (tfca). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant has exposure to blood and was covering the balloon¿s proximal tip and the advancer tube was engaged to the distal tamp lock. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. The balloon catheter was withdrawn through the advancer tube lumen without any problem. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported incident may have been attributed to incorrectly following the instructions for use (IFU). According to the instructions for use, which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
UDI# is (B)(4). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant exposure to blood was covering the balloon proximal tip and the advancer tube was engaged to the distal tamp lock. The balloon of the received device was inflated with water and pressure was maintained. (Per mynxgrip instructions for use (IFU)). The balloon catheter was withdrawn through the advancer tube lumen without any problem. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as sealant dislodged was confirmed, and the root cause of the reported incident may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip instructions for use (IFU), step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the 5f mynxgrip vascular closure device (vcd) was inserted into the unknown sheath and pulled back, the sealant came out as a whole. There was no reported patient injury. The mynxgrip was used after a transfemoral catheter angiography (tfca). The device is expected to be returned for evaluation.